Event description:
It was reported that during a meniscus surgery, after the t1 was deployed, t2 fell off. The procedure was finished with the back-up device. No patient injury reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿after the t1 was deployed, t2 fell off.¿ t1, t2 and suture were not returned with the device. The needle has been slightly twisted toward the right. The depth limiter is flared and creased. These symptoms are consistent with tissue resistance and difficulty in reaching intended anchoring location. Under warnings the states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device still cycled and actuated properly. No root cause related to the manufacture of the device was confirmed.